Event description:
It was reported that the handpiece felt "sticky". The needles did not fully retract before removal from the patient. The patient's outcome is unknown. Further information is being requested at this time.

Manufacturer narrative:
(B)(4): final device analysis was not available at the time of this report. A followup medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the medical device safety alert, prostiva rf model 8929 hand piece needle retraction failure ((B)(6) 2008).